Event description:
New information noted that the patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed oversensing noise that caused inappropriate mode switch. The lead was explanted and replaced. More information was requested but not provided.